Manufacturer narrative:
Corrected data: it was reported that there was no patient involvement at the time the issue was discovered.

Event description:
Philips received a complaint by the customer on the v60 indicating that a repeated co2 inhalation warning was displayed on the monitor. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
The asp engineer confirmed repeated co2 inhalation warning and found that the gas delivery system (gds) module was faulty. The asp engineer replaced the gds module, and the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.